Event description:
It was reported that during surgical intervention for lead revision on (B)(6) 2022 (related manufacturer reference number: 1627487-2022-05658)., an attempt was made to remove the l1 drg lead, however the lead broke in two parts on explant. The fragment was not removed due to obstructed scar tissue. Surgical intervention may take place at a later date to remove the fragments.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that the patient underwent surgical intervention on (B)(6) 2022 during which the remaining lead fragments were successfully explanted and a new lead was implanted.